Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the surgical field was "messy and bloody" and while utilizing the vessel sealer extend (vse) instrument the staff observed a tiny black fragment in the surgical field. Inspection of the vse instrument suggested the pulley was caught/broken and an approximately 4 mm plastic cover/sheath piece was missing and presumed to have detached and fell into the patient, though it could not be located and may have been suctioned out. It was stated that the surgeon did not notice any functionality issues nor had the vse collided with other instruments. There were no intra-operative or post-operative tests completed because the fragment was not x-ray detectable. The customer stated there was no patient injury or post-operative complications. The vse has been returned via RMA and there are no photograph or videos available for intuitive evaluation. The procedure was completed as planned and the patient is in stable condition.

Manufacturer narrative:
Intuitive has not received the vessel sealer extend (vse) to perform failure analysis at the time of this report.